Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. The specific device associated with each of the two reported events was not able to be identified by the user. This MDR is being submitted in conjunction with manufacture report number 1526350-2012-00182 in order to report one of two possible devices associated with each reported event.

Event description:
It was reported that the zimmer meshgraft ii was chewing up the graft. Add'l clinical follow up indicated that the donor tissue was unusable and the procedure was aborted due to lack of equipment. The pt was recovered from anesthesia and returned to hosp bed. The assistant operation room director of the hosp indicated that an alternate device was borrowed and the planned procedure rescheduled. It was also reported that this caused add'l surgical time, anesthesia administration. There were no reported implications to the pt as a result of the delay of planned treatment, ad no intervention was required due to delay, or the add'l procedure. It was also reported that there were two meshgraft ii events but the hosp could not identify which device was associated with the particular event.